Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. It is unknown when the patient started experiencing discomfort, but has been ongoing for at least 4 months. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted resolving the issue.